Event description:
It was reported that "the connection between two three-way stopcocks got disconnected during use, and blood leaked. One of the stopcocks was replaced with a new one." No patient injury or harm reported. Additional information confirmed that one of the stopcocks was a teleflex component, the other was a non-teleflex component.

Manufacturer narrative:
(B)(4). The customer returned two 3-way stopcocks and a sheath for evaluation. One stopcock was from the reported kit and the other was a non-arrow component from the hospital. Visual inspection of the sheath did not reveal any damage. All luer hubs of the returned stopcocks were inspected. No damage was noted to the teleflex arrow stopcock, but small cracks were observed in the non-arrow stopcock. Each luer hub on both stopcocks was pressurized by a water filled syringe while occluding both exit paths. No leaks were detected on any of the luers or their connections. The non-arrow stockcock luer hub containing cracks was tested with the male luer gage and was not within the specified range. This indicates that the luer does not conform to iso 80369-7 standards for luer fittings per amrq-000115 rev.09. The teleflex stopcock connections were tested with a lab inventory ars and introducer needle and all connections felt secure. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "air embolism can occur if air is allowed to enter a vascular access device or vein. Do not leave open needles or uncapped, unclamped devices in central venous puncture site. Use only securely tightened luer-lock connections with any vascular access device to guard against inadvertent disconnection." The complaint of a stopcock leaking was not able to be confirmed by investigation of the returned sample. The non-arrow stopcock returned was noted to have small cracks in its mold, but neither stopcock leaked during functional testing. No damage or anomalies were noted with the returned arrow stopcock. Based on the samples returned, no problem was found with the returned arrow stopcock. Teleflex will continue to monitor and trend on complaints of this nature.

Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported that "the connection between two three-way stopcocks got disconnected during use, and blood leaked. One of the stopcocks was replaced with a new one." No patient injury or harm reported. Additional information confirmed that one of the stopcocks was a teleflex component, the other was a non-teleflex component.